Manufacturer narrative:
Analysis of the returned subject device permit to reproduce the reported event. Upon reception, the transmitter is not working correctly. Review of the event logs established that the transmitter was successfully paired in 2022, but the patient file is deactivated. No connections occurred since july-2024 and the sim card was automatically deactivated on june-2025, explaining the reported behavior. No general malfunction is suspected with the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2026, after entering the patient number, the transmitter displays "no network". Removing and reinserting the sim card did not resolve the issue.

Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed. Results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2026, after entering the patient number, the transmitter displays "no network". Removing and reinserting the sim card did not resolve the issue.